Event description:
The pt had a capsular contracture bilaterally and a known ruptured dow corning gel implant. She had a right breast complete capsulotomy, left breast partial capsulotomy, removal of bilateral probable dow corning implants with significant gel bleed and replacement with mentor smooth memory gel implants.